Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the device was evaluated on-site by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The technician performed functional testing including air bubble detector (abd) system self-test (sst), pressure sensors calibration and sst, automatic repositioning system (arps) compliance calibration, return detection calibration and arps sst; all of which functioned according to product specification. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. The technician proactively calibrated scales and performed scales sst. The simulated treatment was performed successfully with blood return. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an air detection alarm was triggered on a prismax machine. Due to the potential for air bubbles, the extracorporeal blood could not be returned to the patient at the end of therapeutic plasma exchange. This event occurred twice. No additional information is available.